Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation gray bar displays. This does not clear after 48 hours at room temperature. The device was opened and not used. Another device was used. There was no patient involvement.